Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, after t1 of the fast-fix deployed successful, the depth tube came off and t2 implant failed to deploy. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code¿ h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed it was not returned in the original packaging. The t1/t2/suture was not returned. The actuator was in the pre-t2 position. There is bio debris on the needle. A functional evaluation of the device showed the actuator cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include inadvertently bending of the needle. No containment or corrective actions are recommended at this time.